Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Concomitant products: (left) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 5763421 sn: (B)(4). Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered right side breast implant rupture and capsular contracture; baker grade IV, post-operatively. As a result, the patient underwent implant explantation with a 425cc mentor smooth round silicone high profile implant on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).